Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to replace the damaged lid. The device passed all the service inspections. Software attributes were verified and confirmed. No other issues were reported by the fse during the onsite visit. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility called in to report that a lid was cracked on an oer-pro endoscope reprocessor. No patient involvement or injury was reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provided additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer¿s investigation, the DHR was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment. The device was purchased on (B)(6) 2017. Olympus performed a repair on-site at the customer's request on 12-oct-2020 and completed the oer pro service & repair checklist. There have not been any similar complaints from this facility for this device. There has been one other similar complaint from another facility. If the lid cracks, the abnormality is detectable by conducting the following inspection as stated in chapter 3 of the IFU inspection before use, 3.2 inspecting the lid and lid packing. Before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The cause of the cracked lid cannot be conclusively determined.